Manufacturer narrative:
The insulin pump alarmed with a button error followed by intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was also received with a cracked case at display window corners, minor scratches on the display window, and a missing end-cap sticker.

Event description:
Customer called and reported a button error alarm on the insulin pump. Her blood glucose value at time of incident is unknown. Leading to the button error, customer was sweating with the insulin pump in her sports bra and a button could not be pushed. The customer was advised to discontinue use of the pump and send it in for analysis.